Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. (B)(6). It is unknown if any questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
The customer cleaned a filter, replaced ise solutions and replaced the sample probe. The field service engineer (fse) replaced the rinse nozzle and checked various parts of the instrument. Calibration and qc were acceptable. The issue was resolved by the maintenance performed by the customer and the fse.